Event description:
Additional information was received from a company representative and it was reported that the representative was told about the patient¿s symptoms by the ER (emergency room) doctor that was covering the patient¿s care.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a company representative regarding a patient receiving morphine (25 mg/ml at 5.198 mg/day) via an implanted pump. The indication for pump use was rsd/causalgia-complex regional pain syndrome and non-malignant pain. It was reported that the patient experienced withdrawal symptoms and increased pain and went to the ER (emergency room) because of it on (B)(6) 2016. The ER contacted the reporter to interrogate the pump. Interrogation of the pump found that a terminal event occurred. The pump had reached eos (end of service) on (B)(6) 2016. The pump logs indicated eri (elective replacement indicator) occurred on (B)(6) 2016 with a schedule to replace the pump by date of (B)(6) 2016. The ER physician was in contact with the patient¿s pump managing physician to determine the plan of action moving forward. The issue was not resolved. Pump replacement was planned but not yet scheduled. The patient status was reported as ¿alive ¿ no injury¿. There were no environmental, external, or patient factors that may have led or contributed to the issue.

Event description:
Additional information was received on (B)(6) 2016 from a consumer. Per the patient¿s wife, they had brought the patient to the ER (emergency room) and they said that he had a urinary tract infection and sent him home. This morning ((B)(6) 2016), the patient was on the floor and was delusional. The symptoms had come on suddenly. Additional information was received on (B)(6) 2016 from the healthcare professional and it was reported that the actions/interventions taken to resolve the pump reaching eos (end of service) was that the patient was hospitalized on (B)(6) 2016 through (B)(6) 2016. The cause for the pump reaching eos prior to the pump being replaced was unknown. The pump reaching eos was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.